Manufacturer narrative:
Patient weight was not provided for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent trochanteric fixation nail-advanced (tfna) revision procedure due to nonunion and broken hardware. Initial implant procedure was done on (B)(6) 2015. Hardware was removed and the procedure was completed successfully without any delays. This report is for one (1) 11 mm/130 deg ti cannulated tfna 380 mm/right ¿ sterile. This is report 1 of 1 for (B)(4).